Manufacturer narrative:
The lot was manufactured from october 05, 2021 - october 06, 2021. The device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed by filling the device with green colored waster. During and after fill no rupture or leak was observed. The reported condition was not verified. The device met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume folfusor was punctured. It was further reported that the unspecified medication came out of the balloon and was inside the pump. This was observed prior to patient use. There was no patient involvement. No additional information is available.